Event description:
The customer reported when the ventilator is plugged into ac power, the ventilator provides a beep every minute and the battery charging led is flashing. The customer reported there was no patient involvement.